Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one catheter segment was received for evaluation. Visual, microscopic, tactile and functional evaluations was performed. A partial longitudinal break was noted from the proximal end and water was noted leaking from the longitudinal break. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024), g3 h11: b5, h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that six months and eight days post port placement, the port was allegedly leaked. It was further reported that there was a crack in the line. Furthermore, the patient experienced significant pain from clavicle to mid neck and down to the left arm and pain medication was used for treatment. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post port placement procedure, the port was allegedly leaked. It was further reported that there was a crack in the line. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return